Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the worsening mr was likely related to patient morphology and/or procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for increased mitral regurgitation. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation grade (mr) 4+. The patient presented with a primary regurgitant jet at the anterior 2 (a2) and posterior 2 (p2) leaflets with leaflet tethering. One mitraclip was implanted, reducing the mr to grade 2+. On (B)(6) 2019, echocardiogram showed increased mr grade 4+. There was significant residual mr, mostly medial to the implanted clip. The physician assessed the increased mr as related to the mitraclip. There was no reported device malfunction, no reported tissue injury due to the clip, and no reported treatment or hospitalization for this issue. No additional information was provided regarding this issue.